Event description:
It was reported that the procedure was to treat the complete occlusion of the left anterior tibial and peroneal arteries. A 6fr 45 cm sheath was used as well as thrombectomy and a 3.5x18 mm xience skypoint stent was deployed successfully in the distal popliteal artery; however, the anterior tibial artery (ata) had decreased flow and was jailed off after deployment. A twin pass catheter was used to aid in wiring the ata. A 3.0x20 mm trek balloon was used for pre-dilatation to 18 atmospheres and a 3.5x15 mm xience skypoint stent was deployed to the ostial to proximal ata. A small perforation was noted in the mid ata so a 3.5x19 mm graftmaster covered stent was deployed without issue and final angiogram showed excellent flow with vessel runoff to the ankle. The patient tolerated the procedure well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience skypoint device is filed under separate medwatch report number.